Event description:
The dealer advised the motor actuator failed and dropped the patient. Now the lift won¿t go up or down. Clarified with the dealer, the end user states she was barely off the bed and was "dropped" back onto the bed. Dealer reports that the lift performed the same as how the customer reported it. Dealer states while pushing the button down on the pendant, the motor can be heard running but the lift would not move. With no weight in the lift, and button released, the lift fell 3-4 inches after a few seconds.